Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the physician was using the tts-1100 for the first time on a tongue of lgd. He did a total of four ablations before using the tts-1100 to scrap. During scrapping at a tortuous position he may have pressed the cable connecting the catheter tip to hard against the esophagus causing a perforation. The patient was clipped and no further issues have occurred since. The last known patient status is that he is stable.